Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was getting a code on their patient programmer (pp) and couldn't get any help with it. They synced with the implanted neurostimulator (ins) and saw a por message. They were going to call their hcp. On 2017-07-24, they reported they still had the por on the pp. On 2017-07-31, it was reported that no one spoke to the patient about replacing their implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was indicated that the patient received a power on reset (por) error code. The patient reported that they had just gotten home from the hospital for an unrelated surgery where they went up through the groin to do the procedure. The patient was advised to follow up with a healthcare professional (hcp) for reprogramming and to clear the por. No patient symptoms or further complications were reported or were expected.